Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be a defective speaker.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Dexcom has issued an rga for patient to return the device to be investigated.